Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.